Manufacturer narrative:
Device is a combination product.

Event description:
I was reported that stent damage occured. The target lesion was located in a coronary vessel. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent structs were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
I was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent structs were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was located in the left main artery.